Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). The MFR internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that there have been 29 pts suspected of having toxic anterior segment syndrome (tass) from (B)(6) 2011. No cultures were done on any of the pts. The pts were prescribed increased steroids and the outcomes were good. The ophthalmologist is not certain of the cause of the tass causes, but voiced suspicions about the instrument cleaning process. Additional info received from the surgical facility indicates that all of the pts were seen post-operatively in the reporting ophthalmologist's office. No pts had to be brought back for any additional procedures or medical attention, steroids were given to all pts, and every pt responded well. Additional info has been requested.